Manufacturer narrative:
Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe was missing scale markings. The following information was provided by the initial reporter: a few bd plastipak syringes 1 ml ll sku without scale.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 26-apr-2022. H.6. Investigation: one sample of a 1ml luer-lock syringe (p/n 309628) was received and evaluated. Through visual inspection no print observed on syringe. The condition observed is non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd luer-lok¿ tip syringe was missing scale markings. The following information was provided by the initial reporter: a few bd plastipak syringes 1 ml ll sku without scale.